Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed the test. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported by the customer's wife that their insulin pump was alarming motor error and no delivery. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer's blood glucose level was 312 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.